Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03656, 2015691-2021-03690, 2015691-2021-03691, and 2015691-2021-03692.

Manufacturer narrative:
The date of the events is unknown. According to the article all implants were completed between from 2013 to 2019. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. This report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an sapien xt valve and sapien 3 valve are: p130009 edwards sapien xt transcatheter heart valve; p140031 edwards sapien 3 transcatheter heart valve. Lvot obstruction is usually due to inaccurate deployment (too ventricular) and is generally a result of use error or a combination of patient and procedural factors. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the anterior mitral valve leaflet into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. At the time of the study, the edwards sapien xt and sapien 3 transcatheter heart valves were indicated for patients with is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of these valves in the mitral position was not indicated per the labeling; therefore the device labeling (ifus and training manuals) do not instruct the operator how to position these valves in this scenario. In this case, there is insufficient information to determine the exact nature of the lvot obstruction subsequent thv explant with peak gradient at 25 mmhg. However, per the authors, the cause of the event was under deployment of the thv in a rigid surgical ring. There was no allegation or indication of an edwards device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference: fuchs, a., urena, m., chong nguyen, c., kikoine, j., brochet, e., abtan, j., fischer, q., ducrocq, g., vahanian, a., iung, b. And himbert, d., 2020. Valve in valve and valve in ring transcatheter mitral valve implantation in young women contemplating pregnancy. Circulation: cardiovascular interventions, 13(12), p.e009579.

Event description:
Edwards received notification through the review of the medical article, valve-in-valve and valve-in-ring transcatheter mitral valve implantation in young women contemplating pregnancy by corresponding author dominique himbert, et al. Per the authors, a single center study was performed in patients with edwards sapien xt and sapien 3 transcatheter heart valves (thv) implanted from 2013 to 2019. The following event was identified as pertaining to an edwards device: one patient had surgical mitral valve replacement of the sapient transcatheter valve (thv) device at day 21 due to left ventricular outflow tract (lvot) obstruction. Per the authors, the patient had a symptomatic suboptimal result combining subaortic obstruction with peal gradient at 25 mmhg and under deployment of the thv in a rigid surgical ring required an elective surgical mitral valve replacement procedure 21 days post tmvr, with an uneventful outcome. Additional details were not provided by the authors.